Event description:
Ventilator failed to cycle indicating "safety valve open" alarm. Physician and nurse at bedside when alarm sounded off. Pt maintained oxygen saturation at 100%. Ventilator turned off then on again to reset while pt was bagged. Ventilator was changed when problem reoccurred. Report sent to dist 6/8/99.